Event description:
On (B)(6) 2016, the lay-user/patient¿s daughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter read inaccurately high compared to another device (onetouch ultra). The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2016 at 8:00am. The reporter claimed the patient obtained blood glucose readings of ¿202 mg/dl¿ with the subject meter and ¿145 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter informed the csr that the patient manages her diabetes with oral medication (glipizide), diet and exercise and claimed she gave the patient a reduction in carbohydrates at 8:01am in response to the alleged issue. The reporter denied the patient developed any symptoms and there was no mention of medical treatment/intervention received for an acute low blood glucose excursion after obtaining the alleged inaccurate high result. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. The subject products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.